Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized overnight after passing out from drinking and the pump lost prime. The reporter stated that the patient drank too much and had passed out; the reporter indicated that the pump began to alarm for "pump not primed". The reporter stated that the patient did not have a blood glucose meter available at the time to test the patient's blood glucose and there was no one with the patient that was familiar with operating the patient's insulin pump. The reporter was advised to have the patient taken to the hospital for care. The reporter was contacted by animas on (B)(6) 2013 to follow up on the event and the reporter stated that they were unsure how high the patient's blood went but the patient was treated with intravenous insulin and was released the next day. The reporter confirmed that there was no issue with the pump; the event was attributed to the patient drinking too much. This report is made based on the allegation that the patient was treated in the hospital for blood glucose levels after the pump alarmed for loss of prime and the patient was unable to respond to the alarm.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.